Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 instrument, and observed moisture on the reaction wheel cover underneath the cc (cartridge chemistry) sample wash collar. The fse identified the failure mode as a faulty t-valve for the sample syringe drive, and wash collar vacuum valve. The fse replaced the valves to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple erroneous low patient result for bun (blood urea nitrogen) and cr-s (creatinine) on their unicel® dxc 600 pro instrument. The erroneous low patient results were reported out of the laboratory and were later amended. There was no effect to patient treatment in connection to this event. Quality control (qc) was within the laboratory¿s established ranges prior to event.